Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the mildly torturous anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking and the reported difficult or delayed activation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left external iliac artery with mild tortuosity. The 8 x 40 mm abs pro self-expanding stent system (sess) was advanced to the target lesion on a .035 non-abbott guide wire. During stent deployment the thumbwheel was jamming up. However, the stent ultimately able to be deployed in the target lesion. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.